Event description:
A doctor contacted baxter (B)(4) regarding a leak from a minicap transfer set. The issue has been related to malfunction of main body of twist clamp (light blue part). Even though the twist clamp has been closed off, the solution still leaked out from transfer set. The home patient (hp) visited their doctor and received a new transfer set. The patient is on apd treatment. She is treated by physioneal 40 1.36% and 2.27%. On (B)(6) 2012, she experienced the elevated temperature and the increased crp(98). The next day her crp decreased to 57 and her temperature decreased. She recovered. Her treatment by physioneal 40 1.36% and 2.27% is ongoing. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a broken occlude feet noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with a broken occluder feet noted.